Manufacturer narrative:
Based on available information, device malfunction could not be identified.review of the device history record for this lot did not produce any findings that attributed to this incident. We have identified a complaint that has met the criteria for reportability. Subsequently, we have determined that this event is reportable as an adverse event.

Event description:
A physician attempted an arteriotomy closure using the starclose device after an interventional procedure. Post deployment of the starclose clip, the clip applier remained captured inside the femoral lumen. A surgeon performed an incision to remove the starclose clip. Closure was achieved with surgery.